Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00288 on 14-aug-2019. Additional information (18-jul-2019): a customer service engineer (cse) was dispatched to the customer site. The cse checked and cleaned the instrument probes, the wash ports, unclogged and cleaned instrument compartments, ran wash 2 sequence, performed multiple prime of the system, ran the calibrator followed by quality control (qc), then performed multiple sample run for precision check. No other issues have been reported by the customer post the service visit and the service actions performed resolved the reported issue. Additional information (2-oct-2019): siemens headquarters support center (hsc) reviewed the information provided by the customer and determined a systemic product non-conformance was not identified with the supplied information. The cause for the discordant falsely depressed crea_2 sample result is unknown. The instrument is performing within specification. No further evaluation of the device is required. Section h6 and h10 were updated to reflect the additional information.

Manufacturer narrative:
The customer contacted siemens customer care center. The cause for the discordant falsely elevated crea_2 sample result is unknown. Siemens is investigating the issue.

Event description:
One discordant, falsely depressed creatinine_2 (crea_2) result was obtained on advia 1800 analyzer. The initial result was reported to the physician(s) and questioned. The repeat result was obtained on another advia 1800 analyzer. The repeat result was considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated crea_2 result.